Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim. Reportedly, the dim display issue started in (B)(6) and had worsened since, and issue was not resolved with contrast adjustment. Reporter stated that there was no damage to the screen, no trauma to the pump and no evidence of moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.